Manufacturer narrative:
Continued postal code e1: (B)(6), continued phone number e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side "ruptured prosthesis". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, e1, h4.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.